Event description:
In a scientific publication, zelle, "safety and efficacy of a two-screw cephalomedullary nail for intertrochanteric femur fracture fixation: a retrospective case series in 264 patients" it was reported that the patient presented deep wound infection and was treated successfully with operative irrigation and debridements in addition to intravenous antibiotics.

Manufacturer narrative:
It was reported from a literature study that the patient presented deep wound infection and was treated successfully with operative irrigation and debridements in addition to intravenous antibiotics. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. The principal goal of the study was to examine the mechanical failure rates and to determine the safety and efficacy of this cephalomedullary nailing system. The results of the retrospective study confirmed the hypothesis that the innovative two-screw cephalomedullary nail is a safe and reliable nailing system for the treatment of patients with intertrochanteric femoral fractures, the nail system had a low cut out and mechanical failure rate. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.